Manufacturer narrative:
Reported issue could not be replicated. Return requested for suspect medium malleable suction. No parts have been received by manufacturer for analysis. No parts were replaced. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial transnasal endoscopic pituitary procedure, when their medium malleable suction pointed at the nose tip, the positioning of the nose tip was shifted 10 centimeters, at the back of nose, from what was actually pointed. The connector was re-plugged, and the axiem control box was powered off and on, however, the issue persisted. After the reported medium malleable suction was replaced with a new one, accuracy returned to be normal. The surgeon completed the procedure with the use of the second medium malleable suction and the navigation system. Delay in therapy was approximately 5 minutes. There was no impact on patient outcome.